Manufacturer narrative:
A thorough investigation was initiated and completed on this unit. The reported complaint could not be confirmed. Throughout extensive testing, compression depth remained consistent and within specifications. Based on our testing, we suspect that an inadequate and/or unstable gas supply source is being used. This unit was extensively tested over several days in an attempt to confirm the reported complaint. Evaluation findings are listed below: on (B)(4) 2012 at 8:47 am, device started in ccv mode and set to a depth of 4cm. At 8:51 manually set the compression depth to 5 cm. At 8:58, device under constant watch no variation of piston depth. At 9:08, depth holding at 5 cm no variation. At 9:18, depth holding at 5 cm no variation. 9:28, depth holding at 5 cm no change device stopped. On (B)(4) 2012: at 9:30, device started in 30:2 mode depth set at 5cm. At 9:45, no change in depth device stopped. On (B)(4) 2012: at 10:20 pm, device started - depth was at 4.8 adjusted to 5cm. At 10:35, depth was at 5.2. At 10:52, depth was at 5.2 no change device stopped. (Factory tolerance for compression depth is +/- 0.5cm). On (B)(4) 2012: at 3:00 pm, device started in ccv mode depth was at 5.1. At 3:15 pm, depth was 5.2. At 3:30 pm depth was 5.2. Throughout these tests the device is operating consistently within its stated specifications. Further testing determined that the problem could be duplicated only by manipulating the supply gas pressure. The stated minimum supply pressure for operation of the device is 50 psi. Maximum input pressure is 90 psi. The internal supply pressure is regulated by the device to a maximum of 60 psi. Raising and/or lowering the supply pressure outside of the recommended specifications will result in a change compression depth. The device was tested in the following manner: depth was set at 5cm at the recommended nominal 65 psi supply pressure. Supply pressure was then reduced in stages below the recommended pressure with the following results: see scanned table. A second test was done where the supply pressure was set to 40 psi and then raised in stages until it reached the recommended pressure: see scanned table. At 40 psi with the chest depth needle valve (cdnv) turned fully clockwise the maximum compression depth was only 5.2cm. As pressure increases the compression depth increases. However, when the recommended pressure is reached compression depth stabilizes. It is my findings that this device is operating to factory specification, no repairs are needed. The only conclusion that we can draw from our evaluation is that an inadequate gas pressure that is unstable or fluctuating is affecting the compression depth of the device. It is my recommendation that pavmed verify that the gas supply pressure available at their location is within recommended specification and stable enough for proper device operation, in the operator's manual the factory recommendations is a minimum of 50 psi and a max of 90 psi with a minimum flow of 45 lpm. The factory recommendations can be reviewed on life stat operator's manual. This device itself is operating to factory specifications.

Event description:
It was reported that during a resuscitation attempt, the device was set to a compression depth of 5cm. After 5 minutes of use, the compression depth increased.